Manufacturer narrative:
The device history record was reviewed at the mfg facility, and it did not show any mfg issues during production build for the involved pump. The service database was reviewed and indicates the device has not been returned for any service repair activity. No prior issues or anomalies have been reported for the suspect infusion pump.

Event description:
Customer reported pump was found in anesthesia mode and heparin infusion was on pause. Pt was sub therapeutic for heparin and required an emergency embolectomy. No further pt/event information was available. Event log review is not able to be performed. The logs at the time of the event were overwritten.